Manufacturer narrative:
Additional information is provided in sections device available for evaluation?, device evaluated by MFR?, evaluation codes and additional MFR narrative. One knife sample was received by manufacturing inside of an opened blister package. The sample was visually examined per facility procedure and was found to be conforming. Penetration testing was then performed per facility procedure and was also found to be conforming. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination revealed that this is the first complaint for the reported issue received against the reported lot number. The returned sample was found to be conforming, therefore a blunt blade, as described in the complaint, cannot be determined from this evaluation. The exact root cause for the dull knife sample is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformances are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor reported that a knife was dull during surgery. An alternate knife was obtained in order to complete the procedure. Patient impact information is unknown. Additional information has been requested. Additional information was received clarifying that there was no patient harm associated with this reported event.